Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. The patient had 2 ins systems. It was reported the ins with occipital lead placement was interrogated and electrodes 7, 8, 9 and 11-15 were >10000 on impedance check. Patient reports no stimulation to left side of head as he previously experienced. The patient stated he has had some injuries but cannot pinpoint a particular date when he noticed change of coverage. All impedances were within normal limits of cervical placed leads in second ins and no issues with that system. The manufacturer representative (rep) was able to program on 0-7 lead and obtain great stimulation to right side of head for headaches but no relief to left. No further complications were reported/anticipated.